Event description:
It was observed that during the device evaluation, the flex video scope exhibited air water-cylinder that has foreign objects (tube with white foreign materials), air water-tube that has foreign objects (white foreign materials) and connecting tube that has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of this event was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.